Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -17.5 diopter tore/ broke during injection/ delivery into the patient's right eye (od). On (B)(6) 2022 the lens was implanted and removed intra operatively within the same surgery. A replacement lens was later implanted of the same model/ size and diopter and the problem was resolved.

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -17.5 diopter tore/ broke during injection/ delivery into the patient's right eye (od). On (B)(6) 2022 th elens was implanted and removed intra operatively within the same surgery. A replacement lens was later implanted of the same model/ size and diopter and the problem was resolved." In the initial MDR. Claim # (B)(4).